Event description:
It was reported intra-operatively that the right atrial (ra) lead had placement difficulties. The ra lead was over torqued lead and locked it so that it would not retract or extend. The ra lead was opened, not used and replaced. Four days post implant, the replacement ra lead exhibited dislodgement and loss of capture. The replacement ra lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.